Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. The ok, stop, and up/down arrows push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found transformer (t1) on the inverter board was burnt. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank upon power up. The power cord was secured at both ends and cycler plugged directly into a three prong outlet that was no shared. There were no recent power outages in the home or area reported. The cycler was rebooted and the ok and stop keys lit up, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that the transformer on the inverter board was burned.